Event description:
It is reported that the pt was revised due to tibial loosening.

Manufacturer narrative:
Info was received from (B)(6) authority who is not required to complete form 3500a. Concomitant product: this bone cement is manufactured at heraeus medical and distributed through zimmer (B)(4). Revision operative notes dated (B)(6) 2010 indicated that the tibial component was clearly loose and was easily removed. The loose cement was removed along with the cement around the tibial keel. It was noted that there was very little cement around the tibial stem likely causing loosening. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. DHR were reviewed and found conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution tot he reported problem. Based on the available info, the need for corrective action is not indicated. The info provided on this form was previously submitted under manufacturing report number 1822565-2013-01161.